Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements. A revision procedure was performed where the lv lead was viewed under fluoroscopy with no significant findings. Subsequently the lead was surgically abandoned and replaced. The crt-d remained in service and no additional adverse patient effects were reported.